Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown/not provided. B3: date of event: unknown/not provided. D4: additional device information: unknown/not provided. E1: reporter name: unknown/not provided. E1: email address: unknown/not provided.

Event description:
It was reported that a screw fractured at the threaded part within the implant at tooth site #36: the first occurrence was approximately 4 years after implant placement, and the second fracture occurred subsequently. This report refers to first fracture event.